Event description:
This male patient with a history of coronary artery disease, mi and hypertension was admitted for carotid artery stenting. The patient was asymptomatic at the time of the procedure. The target was a in the left carotid artery; however, the specific site was not identified. An angioguard device was advanced beyond the lesion and was deployed without difficulty. The lesion was predilated with an unknown balloon. A 7.0 x 40mm precise stent was deployed in the target site without complication. The stent was then post dilated. During post dilation, the patient experienced left-sided visual field loss. This was diagnosed as ischemic stroke. Upon removal of the angioguard, there was no debris observed in the filter. The patient had a partial recovery and was discharged the following day with minor residuals remaining.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Ischemic strokes are a known complication associated with carotid artery stenting caused by an embolus (debris or blood clot) that forms elsewhere in the body and travels through the bloodstream to the brain). Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the blood stream. Sufficient antiplatelet therapy must be conducted during and post procedure to decrease the risk of embolic strokes. The femoral access site also suffers vessel injury that can potentially cause an ischemic stroke. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Based on the information available, there are inherent procedural risks and patient and vessel factors that may have contributed to this event. This is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2009-00724.